Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid / possible pelvic inflammatory disease'), device breakage ('device breakage / essure had broken off') and device dislocation ('migration of essure device / migration of left essure device.') In a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, polycystic ovaries, vaginitis, polyp of corpus uteri, vaginal discharge, uterine cervical motion tenderness, tubo-ovarian abscess and vaginal itching. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), 10 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abnormal bleeding, pelvic pain ." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: event of "complications" replaced with events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal/urinary tract, psychological or psychiatric problems condition: depression and mental anguish, pelvic pain, abdominal pain, migration of essure device / migration of left essure device, device breakage / essure had broken off, pid / possible pelvic inflammatory disease". Medical history and lab data were added. Reporter, patient and product information were added. Concomitant medication were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.